Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to perform the procedure, to consider the potential benefits in relation to the possible complications. The patient required a new stick to insert a new access device.

Event description:
As reported, during this liver transplant procedure, there was an air leak through the hemostasis valve of this ava introducer, which was detected when aspiration was attempted through the distal port. Air was entering the syringe. The swan-ganz catheter had been removed and the introducer was left in place for three more days without the obturator placed. The introducer was then removed and new central line access was placed on the femoral access. There was no blood loss. Device was discarded at facility. The patient expired, but it is not correlated to the device malfunction. Patient demographics requested but not provided.